Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, no output was observed. The device was not implanted. A replacement device was implanted.